Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that this was a percutaneous vertebroplasty(l1) for compression fracture on (B)(6) 2026. After inflating the balloon, the surgeon tried to use the balloon, but it would not fit into the outer tube, making it impossible to use. A medium-sized stent balloon that was in stock at the hospital was opened and used to resolve the issue. The surgery was completed successfully within 30 mins of delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot) corrected information: d4 (primary UDI #) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the tip of the shaft and the balloon were deformed. The stent was still assembled. Biological residue was identified inside the balloon. A complete functional test can not be performed without mating device used. However, due to the damage observed, an issue with proper assembly can be confirmed. The complete potential cause for inability to assemble can not be determined with available evidence provided. Consideration must be given to all other potential influences such as surgical procedure, manipulation and/or anatomical considerations. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique se_818940 rev. Ab was reviewed and the following relevant statements were found: insert the balloon catheter with the attached stent under lateral fluoroscopy. The full release (initial) length of the balloon with stent is outside the working sleeve when the proximal end of the white marking of the catheter shaft disappears into the working sleeve. Precaution: check the position under fluoroscopic control and confirm the desired position under ap view. It is important that the whole balloon portion including the stent is positioned completely inside the vertebra and that these parts have completely passed through the working sleeve warning: it is essential to use ap and lateral fluoroscopy to track stent expansion and balloon shoulder inflation via the radiopacity of the stent and the balloon contrast medium solution, respectively. Slowly increase pressure and volume by rotating the handles of the connected inflation system in a clockwise direction on both sides. Proceed slowly after the stents begin expanding at approx. 12 atm. Match the expansion bilaterally by tracking the fluid volume on the scales. When the pressure reaches 26 atm, continue dilatation gradually. Wait a few seconds then slowly continue until the desired stent diameter is reached. Retrieve balloon catheters to maintain maximum stent expansion, gradually decrease the pressure simultaneously on both sides. Slowly turn the handles of the inflation system counter clockwise to draw the liquid out of the balloon catheter. Once the pressure has reached 10 atm, push the white wings forward, slowly pull the handle back all the way, and release the white wings. This draws and holds a vacuum in the catheter and collapses the balloon for its removal. Hold the working sleeves in place and pull firmly on the catheters to retrieve the balloons. Rotate the catheters if needed to ease balloon on removal. The stents remain in the vertebral body. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the vertebral body set/medium- sterile would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 09.804.601s. Synthes lot: 82345743. Supplier lot: 82345743. Supplier: (B)(4). Manufactured between 01-08 aug, 2025. No ncrs generated during production. Device history batch: null. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.